Event description:
It was observed that during device evaluation, the pk-sp generator had a faulty plasma kinetics radio frequency (pkrf) board. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction e2 and e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed the event occurred due to printed circuit boards (psu board, ID board, pkrf board). Olympus will continue to monitor field performance for this device.